Event description:
On 8/23/96 pt had 18g catheter placed in left cephalic vein. It was advanced 18 cm, without difficulty. Flushed easily with brisk blood return. On 9/4/96 pt came in to have catheter removed. Unable to pull out completely. Flushed with saline, leaked from insertion site. Dressing applied. Pt sent to md office and with effort md dc'd line. Md felt there was piece in vein which showed up on x-ray. Md sent pt to surgeon who explored vein and was able to find foreign body on x-ray. Pt has not suffered any ill effects.